Event description:
The following was reported by the pt: during treatment, the pt reported she accidently pulled out the blue pin causing fluid to spill on her bed and floor. Pt is doing well and continues treatment. Her physician performed a culture as a precaution and the culture came back negative. Pt was not placed on prophylactic antibiotics.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.